Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the cup and head revision on (B)(6) 2019. As previously reported: there was a planned revision for tha (cup and head exchange case), but penetrated the inner plate of the pelvis during impacting the psl cup. Since a cement cup was not prepared, 50 g of tcp artificial bone was fixed to the dropped acetabulum with trident hemispherical mulch ("another trident cup"). The bottom of the cup was in the inner plate, further more many artificial bones were leaked in the pelvis, but completed the surgical procedure by doctor judgment. Followup for that pi confirmed that it was "another trident cup" which was implanted in that procedure.